Event description:
It was reported that during a pta treatment procedure, difficulty was encountered moving the smash balloon dilatation catheter over the guidewire. A 6f arrow sheath was used with a right femoral approach. A 200 cm cook benson guidewire was advanced to the left popliteal artery past the lesion and the balloon catheter was flushed. Resistance was encountered with subsequent attempts to move the balloon catheter. The balloon was maneuvered into position and the lesion was successfully treated. Following lesion treatment resistance was again encountered moving the balloon catheter over the guidewire, therefore the device was removed and the procedure abandoned. No pt injuries or complications were reported. The pt was discharged from the hosp following procedure.